Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia up to 213 mg/dl for approximately three hours after eating a meal without announcing it while using the ilet system early in their start period. Symptoms included elevated blood glucose without acute illness or adverse effects. Outcomes included self-monitoring with education on proper management, including announcing meals and treating lows with small carbohydrate doses, with glucose decreasing to 191 mg/dl and no medical intervention required. Investigation included customer support troubleshooting, review of user-reported device function, and reinforcement of use instructions related to meal announcements and early adaptation of the ilet algorithm. Investigation of this case revealed user error related to a missed meal announcement, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and expected early adaptation of therapy.